Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that a hemopro2 adaptor used for an endoscopic vein harvesting procedure was not working . Changed out adapter and hemopro 2 worked. The procedure was completed with a new adapter. No harm.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 10/06/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, extension cable, hemopro 2 and returned adapter cable; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based upon the evaluation results, the reported failure mode ¿failure to deliver energy¿ was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided and the specific product. A serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.